Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 67 mg/dl on the contour next one meter. She ran a repeat testing on another meter and the reading was reported to be 369 mg/dl. Despite having no symptoms of hypoglycemia, the customer ate some fresh pineapple and drank apple juice. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using in-house contour next one meter with in-house contour next test strips from lot # 8hpef02b, which gave satisfactory performance.